Event description:
During a transfemoral tavr procedure the radiopaque c-marker of the 14f esheath separated and embolized into the patient. The marker could not be removed, so a stent graft was used to pin the marker into place just below the aortic bifurcation. The esheath will be returned for evaluation.

Manufacturer narrative:
The complaint device [edwards expandable introducer sheath set, model 9610es14clus and lot# 59866110] is not sold or marketed in the us; however, it is deemed similar to the commercially available edwards expandable introducer sheath sets [916es23, 918es26 and 916es29]. The device has been returned to edwards lifesciences for evaluation. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sheath shaft was fully expanded. The inner liner of the sheath was delaminated from the hdpe shaft and folded inward approximately 0.5¿. The c-marker was also confirmed to be missing, a visual inspection of the tip indicates that the c-marker was laminated between the hdpe and liner; an indentation with the same width of the c-marker can be seen on the hdpe. In addition, damage was present at the soft tip, and minor scratches were noted on the sheath shaft surface. Although functional testing of the returned sheath could not be performed, the complaint was confirmed due to the condition of the returned device. The compressed and inverted liner suggests that the delivery system became caught on the liner during removal. The liner delamination was replicated with functional testing using a sample sheath and delivery system. Therefore, it is speculated that the reported moderate vessel tortuosity created a non-optimal withdrawal angle that allowed for the delivery system to negatively interact with the sheath liner. This caused the liner to delaminate and expose the c-marker. Then, with additional manipulation of the delivery system (advancement/retraction), the exposed c-marker became dislodged. Potentially related complaints have been previously identified and corrective actions have been initiated to address marker band separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.